Event description:
Our rep is reporting that he received a phone call from a surgeon who detailed that he had inserted a 212856 microfix in a pt for fixation aprpox. 6 months ago and the pt has presented with some sort of reaction. At this point in time this is the extent of the info given to mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.